Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) shock impedance had a high out of range single spike on the right ventricular (rv) lead at 159 ohms. The patient will be seen in-clinic for provocative testing and a chest x-ray. This is all the information provided, and additional information has been requested. Additional information provided advised the patient was admitted to the hospital due to the ICD continued to show high out of range shock lead impedance measurements. Provocative testing and a chest x-ray were performed and showed nothing abnormal. The shock lead impedance measurement was close to 200 ohms and configurations were made to a single coil configuration that decreased the impedance. Currently, the measurement has trended upward again and crossed over 150 ohms. Technical services (ts) was consulted and provided troubleshooting and programming recommendations. At this time, the device and lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) shock impedance had a high out of range single spike on the right ventricular (rv) lead at 159 ohms. The patient will be seen in-clinic for provocative testing and a chest x-ray. This is all the information provided, and additional information has been requested. Additional information provided advised the patient was admitted to the hospital due to the ICD continued to show high out of range shock lead impedance measurements. Provocative testing and a chest x-ray were performed and showed nothing abnormal. The shock lead impedance measurement was close to 200 ohms and configurations were made to a single coil configuration that decreased the impedance. Currently, the measurement has trended upward again and crossed over 150 ohms. Technical services (ts) was consulted and provided troubleshooting and programming recommendations. At this time, the device and lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) shock impedance had a high out of range single spike on the right ventricular (rv) lead at 159 ohms. The patient will be seen in-clinic for provocative testing and a chest x-ray. This is all the information provided, and additional information has been requested. Additional information provided advised the patient was admitted to the hospital due to the ICD continued to show high out of range shock lead impedance measurements. Provocative testing and a chest x-ray were performed and showed nothing abnormal. The shock lead impedance measurement was close to 200 ohms and configurations were made to a single coil configuration that decreased the impedance. Currently, the measurement has trended upward again and crossed over 150 ohms. Technical services (ts) was consulted and provided troubleshooting and programming recommendations. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. Received additional information multiple lead configuration testing was performed on the rv lead for shock lead impedance measurements. A commanded shock test was performed and measured at 111 ohms. The device will remain programmed rv to can. At this time, the device and lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.